Manufacturer narrative:
Batch review performed on 26 july 2018: lot 131246: (B)(4) items manufactured and released on 08 may 2013. Expiration date: 2018-03-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ceramic head not marketed in u.s. The manufacturer of the ball head has been informed of the event, on july 17, 2018 they reported the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilisation. Due to a lack of ceramic parts further investigations cannot be done.

Event description:
About 2 years and 8 months after primary, the surgeon revised the patient hip for an infection. Head and stem swap. The surgery was completed successfully.